Event description:
It was reported that the left stimulator was not ¿reading¿ correctly. It was noted by the caller that the healthcare professional (hcp) could not figure out the problem. The caller stated that they thought the issue was with the impedance. It caller noted that the impedance was showing more than 2,000 ohms and the hcps were not sure why. The caller noted that the implanting hcp and following hcp looked at the left implantable neurostimulator (ins) and ran reporting information but neither could figure out what was wrong. The caller stated that the issue occurred with the left side back in (B)(6) 2013 and then impedance readings went back to normal and it happened again just a few days prior to report. The patient was redirected to the hcp. Additional information received reported that the caller was reading numbers off a report from the patient¿s most recent appointment (B)(6) 2013 and some electrodes were out of range. The caller stated the patient was not showing a return of symptoms but some of their current readings were different than showed on the april readings and they were out of range. It was noted that the caller was persistent asking specific impedance and ohm questions. It was further reported that the left stimulator had some electrodes that were out of range. The caller provided the following impedances: c0 >40,000, c2 6619, c3 2240, 01 >40,000, 02 >40,000, 03 >40,000, 12 6758, and 23 7840. The caller noted that the impedances were from (B)(6) and the (B)(6)reading values were slightly better. The patient was programmed on 0+ and 1-. It was noted that reprogramming had been attempted but when changed combinations of electrodes the patient got excessive dyskinesia. Additional information received reported that the patient went to the clinic for a visit on (B)(6) 2013 and the notes were as follows. It was noted that the left ins configuration was 0+ and 1- with amplitude of 2.8v, a frequency of 135hz and a pulse width of 60 microseconds. Impedance was variable on several attempts to test. It was noted that at times it was within normal ranges but at other times read high. The right ins configuration was case+ and 2-. The amplitude was 2.5v, frequency was 135 hz and pulse width was 60 microseconds. It was noted that impedance was 1048 ohms. It was noted that since the patient¿s last visit on (B)(6) 2013 the patient reported continued dyskinesia both at peak dose of medication and as their medication worse off. It was noted that since the patient¿s last visit at the clinic on (B)(6) 2013 there had been worsening described as worsening dyskinesia which were present 50% of the day. It was noted that they were worse in the evening and early morning. It was noted that dyskinesia was present approximately 30 minutes after the patient taking their medication and as they were due for medication. It was noted that there had been two falls since the last visit. It was noted that these occurred when the patient turned or got up from a chair too quickly. It was noted that the patient would lose their balance. It was noted that the patient¿s family member thought their dyskinesia also put the patient at risk for falls. It was noted that in july the patient fell and hit their head. The patient was evaluated in the emergency department and the CT of the brain was unremarkable at that time but the patient did receive sutures for their head. Upon exam on (B)(6) 2013 dyskinesia in the left upper and lower extremity was present and the patient had cog wheel rigidity and mild bradykinesia. Upon interrogating the inss there appeared to be variability in the left ins impedance. At times it was within normal ranges and other times a reading of high was given. It appeared that there was some malfunction of the stimulator and with the patient¿s history of fall it was recommended they follow up with a neurosurgeon. The neurosurgeon¿s office was contacted and the patient had an appointment scheduled for (B)(6) 2013. The patient was to contact the office following this appointment. At the time of the (B)(6) 2013 appointment, no adjustments to medicine were made. It was noted that a prescription for a wheel chair was provided in the office. All questions and concerns were addressed. The notes from the neurosurgeon were as follows. It was noted that the patient presented at the office due to a recent error message on the patient programmer. It was noted that the ins was ¿recently¿ interrogated by a different hcp to find ¿error with connectivity with the device itself.¿ the patient stated that the ¿wires are loose¿ on the left ins. It was noted that prior to surgery the patient had complaints of rigidity and dyskinesia. The patient stated that their device was always on, even at night. It was noted that the patient admitted to a fall in july where they hit the back of their head. It was noted that the patient fell in the tub. However, there were no errors reported on the device after the fall. It was noted that the patient first saw the error message in (B)(6) of 2013 and then it came on again (B)(6) 2013. It was noted the patient also complained of back and right knee pain for which they were undergoing injections. It was noted that the neurosurgeon interrogated the device on (B)(6) 2013 and found the settings were the same as previously listed above. The neurosurgeon also mentioned that battery life on the left and right were 2.92v and 2.96v respectively. It was also noted that the impedance test indicated a broken contact on 0 and the hcp explained to the patient that the 0 contact point on the left lead was broken. The hcp recommended programming using alternate contacts on the left lead. It was noted that if programming was not effective using contact 1, 2, or 3 the patient would require replacement of the left brain lead. It was noted that surgical intervention was pending. It was noted that the hcp requested the patient obtain an x-ray of head, neck and chest to evaluate further for break in wires. The patient was to send these x-rays to the office of the hcp for review. The neurosurgeon would contact the other hcp regarding the programming issue. It was noted that all of the patient¿s questions were answered. Review of symptoms included general weakness, stiffness, and loss of coordination or balance. General notes from the medical reports were as follows: it was noted the patient was seen for follow-up of parkinson¿s disease that had been symptomatic for 19 years beginning in 1994 with symptoms of stiffness on the patient¿s left side. It was noted that the patient was able to take medicine every 2 ½ to 3 hours in the evening but could not tolerate it earlier in the day. It was noted that the problems associated with parkinsonism included slowness of movement and dyskinesia. It was noted that the patient denied difficulty dressing, feeding, arising and turning over in bed. It was noted that the voice was quieter than it used to be. It was further noted that there was no choking or difficulties with swallowing. It was noted that the medication wears off at approximately 1.5 after each dose during the day but longer at night at which time the patient developed stiffness. It was noted that there were times when the medication did not work and this correlated with eating a heavy meal. It was noted that freezing of gate did not occur. The patient denied muscle cramping, nausea, and postural lightheadedness. It was noted that sleeping at night was not disrupted. It was further noted that hallucinations were denied but vivid dreams were experienced. It was noted that daytime drowsiness was not present. It was noted that the patient did not drink plenty of water. The neurological review of systems included no transient ischemic event (tia) ¿like events, loss of consciousness, excessive forgetfulness or other aspects of cognitive decline, head or neck pain, vertigo, tinnitus, visual or hearing disturbances, incoordination, sphincter dysfunction, numbness, tingling, or weakness. The patient was in good spirits, denies anxiety and reported no impulse control problems. Additionally, 13 other systems were reviewed and positives include: low back pain and right knee pain. It was noted that the patient had tried physical therapy for their knee. It was noted that all other systems were negative. It was noted that past surgical history included burr hole with stereotactic insertion of ins leads/intraoperative microelectrode recording. It was noted that on examination, the patient¿s general appearance was well nourished and not dehydrated. It was noted that heart sounds were regular and sinus rhythm s1-s2 without murmur or gallop and there were no carotid bruits. It was noted that the peripheral circulation was intact in the four extremities. The patient¿s mental status was alert, conversant, cooperative and able to give a full history. It was noted that there was no impairment of short-term recall, orientation, other cognitive operations including general fund of knowledge, language functioning, insight or affect were evident. It was noted that fundoscopic examination revealed crisp optic disc margins. It was noted that pupils were equal, round and reactive to light bilaterally. It was noted that visual fields were full to confrontation and the extra ocular muscle testing was full. It was further noted that facial sensation was intact to light touch in v1-v3 distributions. There was no facial asymmetry present and hearing was grossly intact. It was noted that the soft palate elevated symmetrically. It was further noted that sternocleidomastoid and trapezius were 5/5 bilaterally, the tongue protruded midline and the neck showed a full range of motion. It was noted that there was full strength in four extremities including median nerve action of both hands. There was no wasting, fasciculation or spasticity in all four extremities and no drift of outstretched arms. It was noted that resting tremor was not present and cog wheel rigidity was present at the right wrist. It was noted that repetitive tapping was impaired in bilateral upper extremities with a decrementing response. The patient arose easily without pushing off and walked with a narrow-based gait and upright posture. The arm swing was not diminished. It was noted that prominent dyskinesia was present in the left arm with walking. There was mild hesitancy with turns. It was noted that tandem gait was performed well. There was retropulsion with backward pull and facial masking was present. It was noted that the voice was clear. Dyskinesia of the head and left arm were present on exam. There was no dystonia on exam. It was noted that muscle stretch reflexes were 1+ and symmetrical at biceps, triceps and brachioradialis. It was noted that reflexes were absent at the knees and ankles. There were no regressive reflexes. Peripheral sensation was intact to light touch and vibration was felt in all four extremities. There was no neglect to double simultaneous stimulation. It was noted that rapid alternating movements and finger-to-nose testing was normal. It was noted that romberg sign was absent. There were no features of apraxia or myoclonus. It was noted that the patient outcome was still ongoing.

Manufacturer narrative:
Concomitant medical products: product ID: 37602, lot#, serial# (B)(4 ), implanted: (B)(6) 2011, product type: implantable neurostimulator, product ID: 37602, serial #, (B)(4) implanted: (B)(6) 2011, product type; implantable neurostimulator, product ID: 3389-40, lot# j0322216v implanted: (B)(6) 2003, product type: lead. Product ID: 37642, lot# serial# (B)(4), product type: programmer, patient. Product ID: 3389-40, lot# j0322216v, implanted: (B)(6) 2003, product type: lead. Product ID: 748251 lot# serial# (B)(6) implanted: (B)(6) 2003, product type: extension. Product ID 748251 lot# serial# (B)(4) implanted: (B)(6) 2003, product type extension product ID: 3389-40, lot# j0322216v serial# implanted: (B)(6) 2003, product type: lead, product ID: 3389-40 lot# j0322216v implanted: (B)(6 ) 2003, product type: lead. Product ID: 3389-40, lot# j0322216v implanted: (B)(6) 2003, product type: lead. (B)(4).